Event description:
Unomedical reference number (B)(4). Event occurred in serbia. On 02-apr-2024, it was reported that the infusion set's tubing got detached at the tubing connector while the patient was sleeping. The site location was gluteus, and the pump was located on the abdomen. The infusion had been used for three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.